Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00 x 16 mm synergy stent was advanced through a guide catheter and it was noted that the shaft broke in half. The catheter set-up was then disconnected and a hemostat was used to removed the broken shaft. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Init reporter sent to FDA corrected from ni to yes (B)(4).

Event description:
Same case as medwatch # mw5073667.

Manufacturer narrative:
Upn- search corrected from h7493926016300 - synergy ii us mr 3.00 x 16 - 39260-1630 to h7493926012300 - synergy ii us mr 3.00 x 12 - 39260-1230. Upn corrected from h7493926016300 to h7493926012300. Catalog/model # corrected from 39260-1630 to 39260-1230. Device lot number corrected from 21223363 to 0021138836. Device expiration date corrected from 09/26/2018 to 09/13/2018. Device manufactured date corrected from 09/26/2017 to 09/13/2017. Device evaluated by MFR.: synergy ii us mr 3.00 x 12mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 650mm distal from the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as medwatch # mw5073667.